Event description:
Rn noted after changing monitors that pulmonary artery wave was dampened. Lines rezeroed and leveled with no change. Rn noted 10" later that pulmonary artery waveform was dampened again. Rn attempted to flush without success. Surgical resident pulled back swan without change in wave form. Swan replaced swan had large clot at distal end.